Event description:
It was reported that the patient had experienced high blood glucose level event on (B)(6) 2026. The patient was treated with bolus via pump and the glucose level had been higher for more than four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury complaint. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.